Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that back in august the pump stalled for 37 minutes. It was noted that the patient did not hear an alarm.